Event description:
User facility medwatch report received that states, "the starclose se device did not plunge properly at step 3 of the device. It felt much more difficult to plunge and split sheath than usual on same device. Full device deployment was completed thru step 4 (deployment of device). Device did not secure hemostasis of artery. What was the original intended procedure? Stasis following interventional cardiac procedure." Customer report source contacted and the following additional info was received. It was reported that a physician attempted arteriotomy closure of the right common femoral artery. A femoral angiogram was performed prior to arteriotomy closure did not identify that calcification present at the site. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. A follow-up report will be submitted with all additional relevant info.